Event description:
Listened to the advice of my doctor and had essure implanted on (B)(6) 2013, immediately, I started having problems including foul odor from infection, severe back pain, chest pains with shortness of breath, constant headache that would not go away, stomach pains with bad cramps and horrible stabbing pelvic pains, got really weak, had black out spells, a lot of painful pressure on bladder, and upset stomach. Went back to my doctor to find out why I felt like my life was being drained from me. I never felt this before the coils were implanted. I told him I found out about the nickel, and I am very sensitive to nickel. He decided to remove them on (B)(6) 2013. Said he would remove the coils, and perform regular tubal. Day of surgery, I woke up in recovery room to find out my tubes had to be removed completely due to the damage from the inflammation of nickel, my doctor said that I was in worst shape than he even thought. My bladder was corrected, cyst removed, and I had bad case of endometriosis that he got as much as he could.